Event description:
It was reported that revolution cement mixer was being used in a procedure when pieces of the nozzle came off the shaft while mixing the cement. There were no adverse consequences or medical intervention. The procedure was completed successfully.

Event description:
It was reported that revolution cement mixer was being used in a procedure when pieces of the nozzle came off the shaft while mixing the cement. There were no adverse consequences or medical intervention. The procedure was completed successfully.